Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2002; d314trg device, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had previously been repaired during a change out due to insulation damage. The lv lead now had a confirmed fracture with no capture and high pacing impedance. It was noted the lead had no sensing and was capped and replaced. No patient complications have been reported as a result of this event.